Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) replaced due to urethral erosion. The physician believes the device caused or contributed to the erosion. The erosion was diagnosed with a cystoscopy. All device components were removed and urethra allowed to heal. A new aus system was further implanted. The patient fully recovered.